Manufacturer narrative:
(B)(4) - follow up #001. Initial (B)(4) issued MFR. Report # 1531186-2013-05636. Serial number has been corrected with the correct serial number (B)(4).

Event description:
Per provider faulty transaxle.